Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, an effusion occurred requiring pericardiocentesis. Ablation had been completed in the left pulmonary veins and had moved to the right pulmonary veins when the patient became hypotensive. The ice catheter showed an effusion. There were no performance issues noted such as high force, impedance spike, or the catheter going through geometry. The physician stated that nothing felt unusual or different. After a pericardiocentesis was performed the patient stabilized and was taken to the intensive care unit.